Event description:
Caller reported that this device has glistenings (clear little dots) all over the lenses, that may affect vision. This happens in about 30% of the devices and he has stopped using them in his surgical practice. He stated that this problem was first noticed about 10 years ago.